Manufacturer narrative:
This product was received and tested by technical services who confirmed the image failure, caused by a faulty baton cable. The baton was connected to a test monitor and the monitor was powered on. The image was good. When the cable was wiggled / flexed at the baton's strain relief and green lines/static appeared on the screen. There is no repair for this fault so the faulty baton was replaced. A new baton was plugged into a test monitor and all the tests were performed again. The correct image appeared on the screen. The faulty baton was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video dropped out when the baton was moved around. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.